Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was installed during the service call. The system was found to be working as intended and put back into service.

Event description:
The customer reported the system failed to save pt cine runs. There are no reports of pt injury or death associated with this event.